Manufacturer narrative:
(B) (4). Evaluation summary: one unused set was received with the cap on the dark blue connector and no cap on the patient connector. A titanium adapter was functionally hand tightened without difficulty to the unused set. The set was then tested underwater at 8 pounds per square inch (psi) with no leak noted. During visual inspection, no manufacturing abnormalities were noted. Therefore, the reported condition could not be confirmed in the testing laboratory. In addition, a manufacturing batch record review was completed, noting no issues during the manufacturing process or deviations from standard procedure.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes reporter alleged the needle from the multiclix lancet device protrudes reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or outside the end of the cap after it has been fired. No actions or outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was treatments were reported. No adverse event reported. A request was treatments were reported. No adverse event reported. A request was made for the return of the suspect device. Made for the return of the suspect device. Made for the return of the suspect device.

Manufacturer narrative:
(B) (4). Device has not been returned at the time of this report. A follow up report will be sent if evaluation takes place.

Event description:
This is a report received by baxter (B) (4) from a sales representative on (B) (6) 2010 about a transfer set which came loose from the titanium adapter on (B) (6) 2010. The patient screwed down on the set and went the next day to the dialysis center. It turned out that the patient had developed peritonitis. The sample was available and has been sent for investigation. According to follow up information, the patient had a history of reflux nephropathy, recurrent urinary tract infections, arterial hypertension, status post renal transplantation in 1980 and transplant failure in (B) (6) 2009. On (B) (6) 2010, the patient started continuous ambulatory peritoneal dialysis (capd) with physioneal 1.36%. On (B) (6) 2010, the transfer set was disconnected from the titanium adapter because it had been insufficiently fixed by the patient. On (B) (6) 2010, the patient experienced cloudy peritoneal effluent, abdominal pain and the clinical signs for peritonitis. The patient was hospitalized on (B) (6) 2010. Microbiological examination of the peritoneal effluent showed staphylococcus epidermidis. The leukocytes count in the effluent was at 500 leukocytes on (B) (6) 2010. On (B) (6) 2010, the leukocytes were 100. The patient received antibiotic therapy with cefazolin and ceftazidime intraperitoneal, followed by oral therapy with cefuroxime. On (B) (6) 2010, there were no more leucocytes detected in the peritoneal effluent. The patient recovered completely on (B) (6) 2010 and received refresher training and was discharged from the hospital. Peritoneal dialysis with physioneal has continued without change. The reporter assessed the case as un-related to physioneal.